Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called the helpline for assistance with insulin pump settings, and reported having a blood glucose value of 50 mg/dl. The value rose to 122 mg/dl and was stabilized during the time of the phone call. The customer stated the low value was due to not eating, and exercising. The customer was advised to monitor her blood glucose.